Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed six applications were performed the date of event using catheter (B)(4)/39825-96 (not returned). The bin file did not show any system notices. Application number one, five and six were inflation only. Application number two, three and four were complete applications (inflation, pressure and thawing) but the ablation time (68, 180 and 62 sec respectively) is less than the preset-time. The preset time for all the applications is 240 sec. In conclusion, this is a case related to a clinical issue (the patient suffered cardiac tamponade resulting in death.) No product was returned for investigation.

Event description:
It was reported that during a cryo ablation procedure, the patient suffered cardiac tamponade resulting in death. During the procedure, multiple catheters were exchanged due to a patent foramen ovale (pfo) which was located in the patient¿s septum. It was indicated that the pfo made it difficult to advance transeptally and the physician opted to advance through the pfo. The first attempt through the pfo was performed with a competitor sheath and was unsuccessful. Another competitor sheath was then used and was able to advance successfully across the septum. Multiple wires were then used to access the left superior pulmonary vein (lspv). However, due to the transeptal location, vein access could not be achieved. The competitor sheath was then removed and replaced with the original competitor sheath and the guide wires were able to advance into the lspv. Once position was resolved, the competitor sheath was replaced with the manufacturers sheath. A full freeze was performed in the lspv and the physician then moved to the left inferior pulmonary vein (lipv). The balloon location was confirmed and a fast drop in pressure was observed. A cardiocentesis was performed for a cardiac tamponade and a perforation was observed near the left inferior pulmonary vein. The case was aborted and the patient subsequently died. No further patient complications have been reported as a result of this event.